Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic myomectomy, an error occurred during use. Although the device was re-assembled and passed a system check, an error occurred soon. The error code was unknown. After that, the blade was broken off on the mayo stand. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.